Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium. The hemostatic valve broke and there was bleed back from the sheath. As a result, the vizigo sheath was exchanged, and the issue was resolved. The case continued without any further incident. No patient consequences were reported. It could not be visually observed what piece or section of the valve broke. There was blood coming back from the sheath, which alerted them that the valve was malfunctioning. The hemostasis valve did not break into two or more separate pieces or become detached from the sheath. The sheath was being used on the patient. It is not believed that air entered the patient¿s body. This issue did not require percutaneous or surgical removal. Blood return was observed. The patient¿s hemodynamics were not compromised as approximately 10 ml of blood was lost. No medical intervention was required to stop the bleeding. Hemostatic valve separation is MDR-reportable.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 23-feb-2022, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 25-mar-2022, the product investigation was completed. It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium. The hemostatic valve broke and there was bleed back from the sheath. As a result, the vizigo sheath was exchanged, and the issue was resolved. The case continued without any further incident. No patient consequences were reported. Device evaluation details: visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside of the hub of the carto vizigo sheath. Microscopic examination of the hemostatic valve surface showed evidence of mechanical damage. On other hand, the brim cap and the silicone ring were placed in the correct position and found in good condition. Due to the conditions of the hemostatic valve, an internal action was opened. A device history record evaluation was performed for the finished device [ 50000061] number, and no internal actions related to the reported complaint condition were identified. It should be noted that sheath failure is multifactorial. Based on the information currently available, a microscopic examination of the returned sheath indicates that the hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, and physical damage observed which suggests that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).